Manufacturer narrative:
Plant investigation: the pump head was returned for physical evaluation. Residue of blood/fibrin was visible at the tip of the rotor. Scratch marks were visible on the outer housing and on the base of the inner housing. The pump head was connected to a circuit and the pump speed was increased up to 8800 rpm. No abnormal noises were observed. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Failure to change the circuit when there is pump head thrombosis may result in the following: increased free hemoglobin or other signs of hemolysis, pump head noise, and increased serum lactate dehydrogenase (ldh) levels. No non-conformities were observed during the manufacturing process. The reported noise could not be reproduced during functional testing. Pump head thrombosis might have led to an uneven run of the pump head rotor causing scratch marks on the inner and outer housing of the pump head and resulting in the noise described.

Event description:
Seven days into extracorporeal membrane oxygenation (ECMO) support utilizing an xlung kit 230, it was reported that a noise was noticed coming from the kit. There was also an alarm that occurred - a low blood flow alarm (#221). To resolve the reported issue, the patient was moved to a permanent life support (pls) kit made by getinge. The amount of blood loss from the circuit change was not measured, but the expected blood loss was approximately 670 ml. It was reported that the reason for changing the kit was not due to a product problem, but based on a clinical judgement due to the patient's condition. The patient did not experience any adverse effects, injuries, or need any medical intervention. The cause for the reported noise was unknown. There were no problems with the installation of the pump head; the pump head was properly seated in the pump drive. Although there was a report of a thrombus in the ECMO circuit, it was uncertain if there was a thrombus in the pump head itself. The sample was available to be returned for evaluation.

Event description:
Seven days into extracorporeal membrane oxygenation (ECMO) support utilizing an xlung kit 230, it was reported that a noise was noticed coming from the kit. There was also an alarm that occurred - a low blood flow alarm (#221). To resolve the reported issue, the patient was moved to a permanent life support (pls) kit made by getinge. The amount of blood loss from the circuit change was not measured, but the expected blood loss was approximately 670 ml. It was reported that the reason for changing the kit was not due to a product problem, but based on a clinical judgement due to the patient's condition. The patient did not experience any adverse effects, injuries, or need any medical intervention. The cause for the reported noise was unknown. There were no problems with the installation of the pump head; the pump head was properly seated in the pump drive. Although there was a report of a thrombus in the ECMO circuit, it was uncertain if there was a thrombus in the pump head itself. The sample was available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.